Event description:
The customer reported when the surgeon inserted the screw into the cranial bone the screw broke and the tip was retained in the patient's bone. This is a resorbable product, therefore it would not cause permanent impairment to any body structure.

Manufacturer narrative:
The facility discarded the head of the screw, therefore no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.